Event description:
Invisalign placed (B)(6) 2014. Within the following week pt began having symptoms: nasal and extreme sinus congestion swelling, red, sensitive eyelids and blurred vision deep cough metallic taste in mouth, very dry mouth, thirsty, loss of energy - fatigue associated with muscle weakness and lethargy. These symptoms lasted the entire summer. Findings progressed to include: large swollen lymph nodes in neck, drenching sweats - worse at night (have been postmenopausal). Nausea with weight loss (approx. 5 pounds) although maintained current diet, extensive dermatitis over scalp and neck, small rashes on torso, chest and abdomen, nails became brittle with abnormal coloration. Noticed thinning of hair and by (B)(6) became very apparent large swatches of hair on scalp were gone - estimate loss of about 1/3 scalp hair volume since invisalign treatment began. Also losing eyelashes. Went to her dermatologist (B)(6) 2014 - confirmed hair loss and dermatitis and treated with high dose topical steroids, shampoos and mineral oil conditioners. Recommended internist evaluation. Pt saw her internist (B)(6) 2014 - performed numerous blood tests which ruled all possible metabolic causes for the constitutional symptoms and profound hair loss. Reviewed only change in recent months was the invisalign treatment. Contacted her orthodontist, dr. (B)(6), week of (B)(6) 2014. Advised to discontinue immediately the invisalign. Within 48 hours after invisalign removed, many of the symptoms slowly began to decrease but not entirely resolved. As of this time, still have terrible scalp dermatitis, continued hair loss although slightly decreasing, persisting large patches hair loss on scalp. Invisalign - orthodontic aligners. Pt started tx (B)(6) 2014 and stopped (B)(6) 2014 at which point all symptoms started to resolve themselves. Called align technology and made them aware of the issue. They then fabricated a different aligner that they said was not coated with a special cleaner and that they have similar situations before and the non-coated aligner would resolve the issues. However, as a provider I was never made aware that an alternative product event exited. They assured me they too would report this event to the FDA.